Event description:
The following article was received based on a literature review: article: real world incidence of monofocal toric iol repositioning: analysis of the american academy of ophthalmology iris registry. A retrospective study was done to determine the 12-month incidence of reoperation to realign two commercially available types of implanted monofocal toric acrylic intraocular lenses (iols). A total of 6,482 eyes were implanted with a monofocal toric iol either tecnis zct150, zct225, zct300, zct400, zct425, zct525, or zct600 iol (n=2013 eyes; johnson & johnson) or acrysof sn6at3, sn6at4, sn6at5, sn6at6, sn6at7, sn6at8, sn6at9, sa6at3, sa6at4, sa6at5, sa6at6, sa6at7, sa6at8, or sa6at9 iol (n=4469 eyes; alcon). In the first postoperative year, 62 eyes implanted with tecnis toric iol had iol malalignment and underwent surgical iol repositioning. This report is for the intraocular lens, model zct225. Separate reports are being submitted for the other listed models.

Manufacturer narrative:
Age, mean ± sd, years: 69.4 ± 8.3 . Gender: female, n (%): 1218 (60.5). Patient weight: information unknown/not provided. Ethnicity: information unknown/not provided. Race, n (%): white: 1767 (87.8); black: 46 (2.3) & other or not reported: 200 (9.9). Date of event: (B)(6), 2021 (the date article was accepted). Catalog number: complete catalog number is unknown, as product serial number was not provided. Serial number: unknown, the information was not provided. Expiration date: unknown as product serial number was not provided. UDI number: the UDI number is unknown as product serial number was not provided. If implanted, give date: unknown, the information was not provided. If explanted, give date: not applicable, as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as product serial number was not provided. Citation: kramer, b.a., berdahl, j., gu, x., merchea, m. (2021). Real world incidence of monofocal toric iol repositioning: analysis of the american academy of ophthalmology iris registry. Journal of cataract and refractive surgery. 48(3), doi: 10.1097/j.jcrs.0000000000000748. An attempt was made to obtain missing information; however, no further information was available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.